Event description:
The bd eclipse needle packaging and needle hub color is identical for both the 25g 1 1/2" and the 25g 5/8" needles. The hub is orange and the needle cover is light lavender. On the labor delivery unit, the inappropriate large needle size was stocked, and no one realized it until the cap was removed. It was considered a safety concern if it were used on a newborn. It is requested that manufacturer consider changing this color confusion. There was no harm to anyone because the needle was not used, and the supplies were removed from the ob unit to prevent any potential error from occurring.